Event description:
It was reported that one week following the implant procedure, a decreased sensing amplitude and increased capture threshold measurements were noted from this right ventricular (rv) lead. Diagnostic imaging was performed which confirmed a rv lead micro-dislodgement. The rv output was adjusted prior to a revision procedure. The physician subsequently surgically repositioned the rv lead to resolve the event. No additional adverse patient effects were reported and this rv lead remains implanted and in-service.